Manufacturer narrative:
Evaluation summary: note: the following information is considered to be confidential. A visual examination was performed on the returned product. Proximal end: no defects were found on the fiber, optical sleeve and metal connector. Distal end: the fiber was broken and separated 92 inches from the proximal end. At the point of breakage, the fiber appears to have been mechanically broken by pulling. Possible cause(s): possible bending beyond the minimum specified bend radius or excessive force placed on the fiber, contrary to instructions for use.

Event description:
It was reported on a medwatch 3500a form, "holmium laser fiber b365 broke during laser lithotripsy while being used by surgeon. The stone was partially imbedded into the wall of the ureter. Fiber was replaced during the procedure. No injury to pt. Surgeon noted that he torqued the device potentially contributing to fiber breakage. This info is documented as reported to trimedyne.